Event description:
The patient was being implanted with an Alto Stent Graft System for treatment an abdominal aortic aneurysm (AAA) on (b)(6)2026. During the procedure, it was observed that the polymer syringe emptied, indicating a polymer leak from the stent graft. Due to the polymer leak, the anesthesiologist was consulted to address the situation, treating it as a potential contrast allergy. The patient's blood pressure decreased but recovered rapidly, returning to normal within 7¿8 minutes. Following this, the patient tolerated the remainder of the procedure well. The aneurysm was successfully sealed, despite the second support ring appearing faint. Overall, the endovascular aneurysm repair (EVAR) procedure was considered successful, and postoperative assessment indicated that the patient is doing well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Medical records and imaging were received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.